Event description:
This event is associated with the glow clinical trial ((B)(6)). It was reported that a female patient underwent a breast augmentation revision with two 500cc mentor memorygel breast implants and experienced bilateral hematoma post-operatively. The patient had surgical intervention to have blood clot removed on an unknown date. It is not specified if these events are breast related and as such, the complaint is being reported conservatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2023, mentor review the information provided in the clinical trial. It was also reported that the patient experienced generalized illness symptoms including joint stiffness, joint swelling, muscle pain, sleep disorders, fatigue, muscle weakness, loss of control of bowel, loss of control of bladder. It was not specified if these events were breast or study device related. No further information was provided at the time of this review. If additional information is received regarding the event, mentor will submit a supplemental report accordingly. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 21, 2024, mentor received additional information regarding the patient's experience. It was reported that the patient's hematoma blood clot evaluation occurred on the patient's right side, not the left side. The patient's right side event is documented in manufacturer report number 1645337-2023-11503. Coding in section h has been updated to reflect this additional information. Manufacturer¿s reference number: (B)(4).